Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer reports that the rubber stopper is missing. The following information was provided by the initial reporter. The customer stated: cons: no rubber stoppers, only plastic caps. Quantity: 1 piece. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 18-aug-2023. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer reports that the rubber stopper is missing. The following information was provided by the initial reporter. The customer stated: cons: no rubber stoppers, only plastic caps. Quantity: (B)(4). Impact: no adverse effects on patients and medical staff.